Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting error code 1124 (cbit) check vent: battery failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that the battery is from 2015-02-17, and the lot code is m59481p1. He already believes it is the battery age. The rse provided the part number for the battery. The customer replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.